Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following preloaded intraocular lens (iol) implantation, the patient developed endophthalmitis. The affected eye was identified as od (right eye). The patient received intravitreal treatment with vancomycin and ceftazidime, along with pars plana vitrectomy with intraocular silicone oil. The current patient outcome is reported as good, with best corrected visual acuity (bcva) in the right eye (od) of 0.8. The lens remains implanted. No further information was provided.